Manufacturer narrative:
The facility maintenance director was contacted to obtain further details about the reported event. He stated the patient's weight was not available but advised that all patients are under the weight capacity, which is checked prior to using the lift. When asked if the patient required any medical treatment, the maintenance director said, "yes, the patient was looked at and had a broken nose and soreness from the fall." No further details were provided. He was unable to provide the model number of the sling or specific details about how the lift was being used when the incident occurred (i.e. If the legs were in the maximum opened/locked position, if the rear casters were locked or unlocked, if the lift was stationary or being pushed, and if it was on a flat surface); however, he indicated that the event seemed to be the result of a transferring error. The maintenance director stated they have addressed the issue and did training at the facility, and he did not want to provide any further information. The facility is enrolled in invacare's preventative maintenance program. The lift last received service in (B)(6) 2021, at which time the boom actuator was replaced. Afterwards, the unit passed all functional testing and was returned to service, ready for patient use. Based on the information available, the underlying cause of the alleged event was use error. A product deficiency/malfunction has not been alleged or identified. Should additional information become available, a supplemental record will be filed. Note: this rpl600-1 lift was manufactured by kunshun ((B)(4)), which is no longer in business. The MDR is being filed using invamex's cfn, as they are the current manufacturer of this model.

Event description:
A maintenance director from a facility reported that an rpl600-1 lift tipped over while a patient was being lifted, and they sustained a broken nose.